Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available. No further investigation required.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip was cracked. This was discovered during use. The following information was provided by the initial reporter: material no.: 302830, batch no.: unknown (provided 19056419) it was reported that the product is cracking at the hub allowing fluids and blood to back up into the tubing. Verbatim: product is cracking at the hub, allowing fluids and blood to back up into the tubing and causing one PICC line to clot off. The customer is refusing to use this lot and have pulled all affected inventory in their hospital.